Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell while cleaning his pool. He now says he feels the stimulation differently, meaning it was covering more of his back before he fell. The patient has a follow-up visit on (B)(6) 2021. It was recommended that the patient get pictures of his leads. Surgical intervention is not planned or performed at this time.